Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A reliant balloon was attempted to be used for an endovascular procedure. It was reported that during device preparation prior to use, resistance was felt during balloon inflation. Per the physician, the cause of event was unknown. The patient has not, and will not receive treatment. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation summary: the event was confirmed; the reliant balloon would not inflate when trying to flush through the y-connector. The cause of the event could not be determined.

Event description:
Additional information was received as follows: the physician was not able to inflate or deflate the balloon during preparation to remove air. The balloon was never attempted to be inflated in the patient.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.